Event description:
Health care professional of home pt reports home pt developed peritonitis while using homechoice device for automated peritoneal dialysis therapy. Health care professional states she attributes peritonitis event to home pt touching the ends of the homechoice set while removing the tip protector caps during therapy set up. Per health care professional, the home pt has a "bad hand" and uses the "cxd" ii for assistance in spiking. The home pt was treated with antibiotics and is responding to treatmenet. No product failure was indicated.